Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Inspection of the returned faradrive sheath did not find any abnormalities or defects on the exterior of the device. The device's native dilator was not returned. A known-good dilator was used to interface with the returned faradrive and found to be compatible with no complications, indicating no abnormalities or issues occurred to the dilator during this interaction. Due to the failure to achieve deflection, the steering knob was detached to inspect the internal components and found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw. This defect resulted in the difficulty to operate the steering knob when it engages onto the gasket, identifying this as the cause of the failure during functional testing. With the detachment of the knob, the screw of the knob was found to have only two applied locations instead of the three locations for application. This abnormality did not compromise the bond between the gasket and the knob; therefore, it would not have contributed to the complication of this event.

Event description:
It was reported that the guidewire got stuck. A faradrive steerable sheath clear was used in a pulmonary vein isolation ablation procedure. During the preparation there was nothing abnormal. The physician performed the transseptal puncture with the faradrive sheath. The guidewire did not slide well into the sheath dilator and there was a lot of friction. There was nothing visually different about the dilator. We tried to change the guidewire, but it had no effect, so the device was changed and the procedure was completed. The device will be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire got stuck. A faradrive steerable sheath clear was used in a pulmonary vein isolation ablation procedure. During the preparation there was nothing abnormal. The physician performed the transseptal puncture with the faradrive sheath. The guidewire did not slide well into the sheath dilator and there was a lot of friction. There was nothing visually different about the dilator. We tried to change the guidewire, but it had no effect, so the device was changed and the procedure was completed. The device will be returned.